Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicm5_12.1 implantable collamer lens, -11.00 diopter, in the patient's right eye (od), on (B)(6) 2020. The lens was explanted on (B)(6) 2020 due to lens was implanted upside down. There was no patient injury. The lens was exchanged for another same model/length/diopter lens and the problem was resolved.